Event description:
It was reported that the catheter was inserted femoraly. Etoposide and cisplatin were being administered. Two weeks after the catheter was placed a leak was found near the hub. As a result the catheter was removed. A new catheter was not inserted until a later date. There were no pt complications, no pt death and no delay in treatment. See MDR #1036844-2012-00169.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.